Event description:
It was reported that the patient was transferred from a wheelchair to a bed with the assistance of 2 caregivers. One caregiver maneuverer the lift and the second one supported a resident and her legs. When the patient was almost over the bed she fell out through the top of the sling. The staff who supported the patient was able to catch her and guided to the bed. The caregiver reported that during the transfer patient was wiggling a lot and tilted backward and her upper body fell out of the sling. As a consequence of the event patient sustained a laceration under left thigh that required sutures and went to the hospital.